Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The media was provided by the fse. Even though the visual inspection mentions that the main transformer was in good condition, the fse stated that the main transformer was defective and required replacement therefore the reported clinical observation was confirmed. The review completed on the device history record (DHR) for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. A risk review was completed and confirmed that the event of device - smoking, device - noise, audible, and device - failure to operate, were defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, it is likely that the identified malfunctioning main transformer could have affected the device performance leading to the reported clinical observation. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during the preparation of the procedure, a popping sound was heard, and the device failed to turn on. Upon inspection, the black cap of the main transformer showed signs of melting, and a strong odor was detected from the charger. There was no patient involved.

Event description:
It was reported that, during the preparation of the procedure, a popping sound was heard, and the device failed to turn on. Upon inspection, the black cap of the main transformer showed signs of melting, and a strong odor was detected from the charger. There was no patient involved.